Event description:
It was reported that the penile prosthesis device was explanted due to unspecified reasons. A new 12mm x 16cm spectral penile prosthesis was implanted. It was further reported that the inflatable penile prosthesis was explanted because the pump had eroded out of the scrotum. The device was working fine. The pump was exposed through the skin and was infected. The patient's outcome was reported as "successful" following the surgery. Product was explanted but not expected to be returned. Should additional information be received or product returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the penile prosthesis device was explanted due to unspecified reasons. A new 12mm x 16cm spectra penile prosthesis was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.